Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: aqulix fluid management system: sn# unknown and myosure hysteroscope: sn unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed myosure procedure for uterine tissue removal on (B)(6) 2018 and the fluid deficit started to climb. When the fluid deficit reached 300 ml, the physician paused the procedure, removed the hysteroscope and performed some troubleshooting. The hysteroscope was reinserted and the procedure continued. The fluid deficit rose to 1000 ml. The physician saw "two perforations at each cornua". The procedure was aborted. There was no intervention required.